Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the unit would only power on when connected to ac power. Once powered, the device immediately alarmed for low battery. Biomed staff confirmed that the unit had been plugged into ac power for several hours, yet both batteries were only showing a single led, indicating minimal charge. As a precaution, the fse replaced both batteries and allowed the unit to remain connected to ac power for one hour. However, the unit still failed to charge. The fse then proceeded to replace the pcba power slot assembly. After replacement, the unit began charging both batteries successfully, with all battery status leds illuminating as expected. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received psrts with a reported unit failure of not powering on and not charging batteries. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected fields: h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was not turning on. There was no patient involvement.